Event description:
It was reported that during flexible ureteroscopic lithotripsy preparation, there were found black spots. The procedure was completed with another of same device. There was no patient complication. After that, the fiber was returned for analysis and the microscope inspection found that no light was exiting the connector face indicating an internal connector fracture.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection indicates the fiber was received in one piece and there were not defects on the fiber body. Microscope inspection identified that the tip looked good, the connector has burn marks and there was no light exiting the connector face indicating an internal fracture. Functional testing identifies light existing on the tip, but aim beam really dim. Therefore, the complaint against the fiber black spots was confirmed due to the heavy burn marks on the face of the connector and internal connector fracture the black spots could not be observed. Fracture within the connector can occur during procedural handling of the fiber during setup, use or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. Additionally, the interaction of the console with the connector having this fracture likely led it to overheat causing the burn marks observed. A device history record (DHR) review indicates the device met all manufacturing specifications, and therefore the failure was unlikely related to manufacturing. The labeling review found that the product IFU states, inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement and hold the fiber tip to a non-reflective surface, and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. The fiber face should be free of excessive pits, scratches, discoloration, or debris. Using the fiber with such defects may destroy the fiber and damage the laser. A risk review was completed and confirmed that the event of fiber black spot is defined in the risk documentation. Based on all information available, the investigation conclusion code assigned is cause traced to component failure which indicates: expected or random component failure without any design or manufacturing issue.